Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient's symptoms had worsened and the patient's niece couldn't find the manufacturer's representative's (rep) contact information . It was stated that the patient's trial started on wednesday and was working wonderfully but on the day of the report, patient was experiencing new urinary symptoms of leakage and urgency that they didn't have before. The patient also felt pressure to run to the bathroom every hour. It was stated that the patient had gone through 4 pads and normally it was just 2. Patient services specialist (pss) instructed the caller to connect to the patient's implant. It was reported that stimulation was on and at 1.0v. Patient was not currently feeling stimulation, pss gave caller instructions on how to increase stimulation. Stimulation was increased from 1.0v to 3.0v and the patient began to feel stimulation. The caller stated that they had found the rep's number and would follow up with the rep. Pss recommended the patient to follow up with their physician regarding the symptoms. No further patient complications were reported as a result of this event. Healthcare professional (hcp) responded to a letter. Device information is unknown and the leaking, urgency, and frequency have not been resolved. Additional information from the healthcare professional (hcp) on (B)(6) reported the leakage, urgency, and frequency was not determined. The hcp stated the actions/interventions taken to resolve the leaking, urgency, and frequency was botox and interstim. There were no further complications that have been reported as a result of this event.